Manufacturer narrative:
Based on the potential failure per given description of the issue, it is likely that the root cause of the failure mode was insufficient mechanical properties to withstand the impaction force that was applied during use. The impaction forces may have exceeded the mechanical properties due to potential off-axis loading or a tight disc space and this may have been contributed to from wear on the device over previous repeated uses.

Event description:
Tip of prolift installer broke off and was lodged in the disc space. The piece of the broken installer was retrieved but it took additional decompression and a delay of 40 mins.